Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that his blood glucose level was 230 mg/dl when the alarm first happened. Customer stated that the alarm occurred during a bolus and has happened other times even after changing the set. Customer stated that the cannulas are not bent and everything is fine after he inserts. Customer also stated that the alarm will occur at night, but he has not had this issue lately. Customer was advised to call to troubleshoot in the future. No further assistance needed.